Manufacturer narrative:
Several follow up attempts with the customer were made and documented in the of the complaint file and no additional information about the cleaning protocol followed at customer site was provided. Moreover the laboratory report has not been provided therefore also the type of contamination (bacterial or ntm) cannot be determined. Complaints database review revealed that no microbial contamination event has been submitted by this customer in the past, therefore the information about cleaning protocol cannot be retrieved from livanova complaints database. Based on the above facts, the root cause of the reported contamination remains unknown cannot be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6)california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be microbiologically contaminated at setup. There is no report of patient injury.